Event description:
Additional information: complaint form details: "pump under delivering. At pca it was 92%" , event occurred while in use with patient. Medical intervention yes: reversal IV naloxone given event location: hospital. Event resolved - no injury.

Manufacturer narrative:
Complaint form details: "pump under delivering. At pca it was 92%" , event occurred while in use with patient. Medical intervention yes: reversal IV naloxone given event location: hospital. Event resolved - no injury a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection revealed no damage, and the unit was found to be in good condition. Review of event history and error logs revealed issues with the data. The problem could not be duplicated. The reported complaint could not be confirmed. Service history review identified the complaint was not related to a previous service of the device within the review period. The lock was replaced as a preventive measure. Email address: (B)(6).

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump was "involved in overdose incident using morphine 100mg/100m bag. 1mg principal component analysis every 5mins. Pump when this bag was replaced - delivered 89ml but has 28ml left after about 9hrs. Biomed tests found under-delivering at 90 percent give/take at principal component analysis or continuous mode". No patient injury reported.